Event description:
It was reported while using bd vacutainer® sst¿, oil gel globules were seen in an unspecified number of tubes resulting in gel adhering to the needle tip, erroneous results, and repeat testing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos show the batch information for the affected samples and the tip of an analyzer clogged with separation gel. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: oil gel globules. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, oil gel globules were seen in an unspecified number of tubes resulting in gel adhering to the needle tip, erroneous results, and repeat testing. No adverse impact was reported regarding the patient or user.